Event description:
It was reported that the customer experienced intermittent occlusion alarms, which led to a blood glucose level of 508 mg/dl. The customer took corrective action by administering a correction bolus via the pump and resumed insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy.